Manufacturer narrative:
B3: march 2025. Device location is unknown. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a robotic-assisted total laparoscopic hysterectomy with bilateral salpingo-oophorectomy in (B)(6) 2025. During the procedure, the uterine manipulator came out and was replaced with a different brand of uterine manipulator. After being replaced, the second manipulator still did not hold. The uterine manipulator manufacturer was called during the case to help troubleshoot. When reinserting the manipulator, the uterus was perforated with the tip of the manipulator. Difficult uterine manipulation caused urine to have red tinge. Doctor was called to do a cystoscopy after vaginal cuff was closed. Both ureters were open. User claims that the device failed, but the nature of the failure was not specified. Attempts were made, but no additional information is available. Ad750-ke30 uterine manipulator (B)(4).

Event description:
No additional information.

Manufacturer narrative:
Updated: b4, g3, g6, h2, h3, h4, h6, h11. Distribution history: the complaint product was manufactured on 9/10/2024. Manufacturing record review: DHR was reviewed and no non-conformities, related to the complaint condition, were noted. Historical complaint review: a review of the 2-year complaint history did not show similar complaint conditions where the manipulator came out. Product receipt: the complaint product has not been returned to coopersurgical. Visual evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. Any relevant customer or clinical information uterine manipulator was replaced with a different brand of uterine manipulator during procedure. Root cause: the root cause of this issue cannot be reliably determined based on the information provided. The product was not available for root cause analysis. A possible root cause could be due to improper handling of the device. The ad750-ke30 is also not validated to be used with other brands of uterine manipulators as stated in the complaint condition. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed.